Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received a lab reading of 324 mg/dl and a meter reading of 155 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the `c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.